Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction clot observed in the return line. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g217 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g217 shows no trends. Trends were reviewed for complaint categories, alarm #54: ac line air detected, alarm #17: return pressure and clot observed. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Section 2-8 of the cellex operators manual (1470067d) for use with software 5.0 on anticoagulant states "caution: individual patients may require a heparin dosage that varies from the recommended dose to prevent post-treatment bleeding or clotting during a treatment. The physician should review the patient's medical condition, medications and platelet count at the time of treatment and use clinical judgement to establish the optimal heparin dosage for each patient." Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4). P.t. (B)(6) 2020.

Event description:
The customer contacted mallinckrodt to report they experienced clots observed in the return line with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm #54: ac line air detected and alarm #17: return pressure alarm at the end of the buffy coat collection phase of the procedure. The customer observed clotting in the treatment bag and return line. The customer aborted the ecp treatment without returning residual blood within the kit to the patient. The customer stated the patient was safe and in stable condition. Afterwards, the patient successfully completed an ecp treatment on a different cellex instrument. The customer discarded the kit and did not return product for investigation.